Event description:
It was reported that during an anterior resection procedure, the device was placed around the bowel and fired. When it was removed, the staples formed incorrectly. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.